Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device patient was not showing up and required restart. A technical support specialist connected to server and followed knowledge article (B)(4) and rebooted the server also confirmed with customer that issue is resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patient was not showing up and required restart. There were no adverse events or injuries reported based on this incident.